Manufacturer narrative:
(B)(4). A visual examination of the returned device revealed that residue was present on the device, indicating use/handling. The feeding tube had been cut at the 9cm mark and the distal portion of the device was not returned for analysis. Approximately 1cm of the tubing was torn with material removed on the distal cut end. The dilating tip wire loop was found cut and the portions that remained attached were approximately 2.125" long. The apex of the wire had been cut off by the user and was not returned. Based on the condition of the returned device and the evaluation conducted, a definitive root cause for the reported failure could not be determined; therefore, the root cause classification is undeterminable. A device history record (DHR) review of was performed and revealed no issues related to the reported complaint. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the nurse noted that the end of the peg tube was damaged. The procedure was completed with another endovive standard peg kit pull method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed on (B)(6) 2016 that the loop wire was cut/broken and the feeding tube was torn. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.